Event description:
Follow up information received indicated that the perioperative antibiotics were administered. Patient symptoms included incisional wound opening and drainage with the primary site of the infection being the lead track. No cultures were taken. Treatment was reported as total device system explant. No other information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3888-56, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; lead model 3888-56, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; lead model 3888-56, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; lead model 3888-56, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; extension model 3708220, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; extension model 3708220, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown; programmer model 37743, serial # (B)(4).

Event description:
It was reported that the implantable neurostimulator was explanted due to infection. Additional information has been requested, but was not available as of the date of this report.